Event description:
It was reported that the ser plastipak 10ml s ls experienced stopper deformation. The following information was provided by the initial reporter: one 10 ml syringe with damaged plunger. Information received by email on 3/28/2019: the batch number is 8148745. The incident was noticed before the use. The stopper was already damaged before the opening of the package. There was no damage to the patient / health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. No drugs was used in the syringe. There is a sample available for analysis.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and the maintenance occurrence (B)(4) potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ser plastipak 10ml s ls experienced stopper deformation. The following information was provided by the initial reporter: one 10 ml syringe with damaged plunger. Information received by email on 3/28/2019: the batch number is 8148745. The incident was noticed before the use. The stopper was already damaged before the opening of the package. There was no damage to the patient / health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. No drugs was used in the syringe. There is a sample available for analysis.